Event description:
(B)(6) sells dermaneedling devices called the derminator at (B)(6). These devices are sold as safe and (B)(6) falsely reports that no one has been harmed by her device. I have found others on her forums who had the same bad reaction as me. So she lies about this. I used her device in (B)(6) and got permanent holes and bumps on my forehead, and an increase in acne. I do not have the item. I am sorry I did not get that information. But these items are sold at (B)(6). Please stop them from being imported into the us. They destroy skin. Permanent damage to skin, does require help to fix the damage.